Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No product was returned for investigation.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of an accu-chek inform ii meter display issue, which could cause misinterpretation of results. The customer stated there is a "large blue spot on the top center to mid screen."also, the customer stated the spot enters the result display area, and the result is unable to be read. The customer confirmed there is no physical damage to the display screen, and the meter is charged. No misinterpretation of results were reported.